Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to the device no longer functioning that caused recurring incontinence. All components were removed and replaced with a new aus device. There were no patient complications.